Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius 5008x bloodline had a hole in the arterial line resulting in a blood leak thirty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately. There were no issues noted during priming. There were no changes in blood flow rate during treatment. There was high venous pressure during treatment. A fresenius dialyzer was also in use. The patient did not lose any blood due to this issue. The patient¿s estimated blood loss (ebl) is 0ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.